Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, the lever was squeezed but the staples did not deploy at all. There were partially deployed staple that was stuck at the end of the stapler that was caught on the tissue. The surgeon was also able to squeeze the handles and jaws of the device were able to close but clips were malformed. They changed the device to complete the case. There was no patient injury.